Event description:
The manufacturer's rep reported that while explanting the entire device system, part of the catheter broke off and remains in the pt. The pump was apparently explanted as the pt no longer needed it. The rep did not know circumstances surrounding the catheter break, the length or location of the retained catheter fragment or any resultant pt symptoms. Several unsuccessful attempts have been made to obtain add'l info regarding this event from the hcp. A follow-up report will be sent if add'l info becomes available to us.